Event description:
Type of procedure: total laparoscopic hysterectomy with bilateral salpingo-oophorectomy. Event description: complaint 1 of 2: #(B)(4). Complaint 2 of 2: #(B)(4). Limited information is available. Two cd001 bags popped in a procedure. The first and second cd001 bags deployed, captured the specimen, then broke upon removal from the patient. Case was completed with a third cd001. It is unknown if the incision was further opened. There is no report of patient injury. Product is available for return. Additional information received via email 16nov2021 from [name], account manager ii: further questions are unable to be answered at this time. However, only one specimen bag was retained for return. It is unsure whether it was the first or second retrieval pouch that will be returned. The charge rn was also unable to provide any additional information. Patient status: there is no report of patient injury. Type of intervention: case was completed with a third cd001.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is not anticipated to return for evaluation. A follow-up will be provided upon completion of the investigation.

Event description:
Type of procedure: total laparoscopic hysterectomy with bilateral salpingo-oophorectomy. Event description: complaint 1 of 2: # (B)(4). Complaint 2 of 2: # (B)(4). Limited information is available. Two cd001 bags popped in a procedure. The first and second cd001 bags deployed, captured the specimen, then broke upon removal from the patient. Case was completed with a third cd001. It is unknown if the incision was further opened. There is no report of patient injury. Product is available for return. Additional information received via email 16nov2021 from [name], account manager ii: further questions are unable to be answered at this time. However, only one specimen bag was retained for return. It is unsure whether it was the first or second retrieval pouch that will be returned. The charge rn was also unable to provide any additional information. Patient status: there is no report of patient injury. Type of intervention: case was completed with a third cd001.